Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following the initial scs implant procedure the patient experienced leakage of cerebral spinal fluid. Patient was advised to lay flat for 2-3 days, and then was instructed to try walk at which time he was unable to do so. Patient was referred to physical therapy, and since has fully recovered and is receiving good pain coverage from the stimulator.